Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon inspection, engineering observed blood and eschar buildup on the jaws and in the blade channel of the device. Additionally, the blade was extended in the forward position with the jaws open. During functional testing, engineering observed that the blade would not retract when the blade trigger was released. As a safety feature, the blade must be fully retracted in order to open the jaws. They dissembled the device and observed an internal component that controls blade movement was disconnected from the blade trigger. Based on the complainant's description of the event, the disconnection of the two components may have been attributed to the manual force that was used to unlock the jaws. The root cause of the event is due to eschar buildup inside the blade channel of the device. The instructions for use (IFU) states "warning: build-up of eschar can negatively affect the sealing and cutting performance..." And "for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Open hemi colectomy- "during the procedure the knife was getting rough and at activation 187 the knife jammed, resulting in locked jaws when freeing up the proximal colon. The surgeon had to use force to unlock the jaws resulting in a non-function unit as the knife protruded out of the shaft afterwards. As it happened at the end of the procedure, they were able to finish it and there was no patient harm caused due to the jaws getting locked. Cd was present during this case and the surgeon mentioned that the patient presented a lot of fibrous tissue which he normally doesn't see in these type of cases. Patient had no prior surgeries." Additional information received by applied team member (16th march): the jaw was stuck on tissue when mobilizing the colon. As they managed to open the jaws by using nothing else than force on the handpiece, there was no patient harm caused by this situation.